Manufacturer narrative:
Pr (B)(4). Follow up MDR for device evaluation: it was reported that particles were observed inside the vial. Multiple photos were provided to our quality team for investigation. Through visual inspection, particles can be observed within the vials. Without the actual sample to evaluate, we cannot verify the specific origin of the particles identified. Fragmentation testing is performed according to procedure to evaluate any particulates generated after ten activations. As a lot number was unavailable for this incident, a device history record review could not be completed. While phaseal needles are designed to help reduce coring, several factors can influence coring tendency. These may include the quality and condition of the vial stopper, the design and dimensions of the needle used, or an incomplete connection of the protector during assembly. Based on the available information, we are not able to identify a definitive root cause at this time. The m12 assembly fixture is recommended to ease the connection of the protector to the vial and must be used in a slow and consistent motion. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence.

Event description:
No additional information.

Event description:
The following information was provided by the initial reporter: it was reported that, among the complaints received by (B)(6) between january and december 2025, information regarding the following complaints related to fassil products had been shared. No. 1: foreign objects were found during preparation. (B)(6) investigation confirmed that the gray foreign material found in the vial was similar to the spectrum of the vial rubber stopper. No. 2: foreign objects were confirmed in vials during drug preparation. (B)(6) investigation confirmed that one gray foreign object found in each of the two vials was similar to the spectrum of the vial rubber stopper.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.